Event description:
It was reported by the customer that the handpiece ran without user activation during a podiatry procedure. There were no user or pt injuries, and no adverse consequences.

Manufacturer narrative:
The device was received by the MFR and a quality investigation is anticipated. A follow up report will be filed when the investigation has been completed.